Event description:
A (B)(6) male pt contacted zoll customer support to report an unrelated issue. While trying to perform a download, the pt reported that the charger/modem would not power up. Pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) is currently underway. The reported problem (will not turn on) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective charger/modem. The pt rec'd a replacement charger/modem.